Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during use with mckesson prevent® sg glide safety hypodermic needles the needle was clogged. The following information was provided by the initial reporter: caller states a customer is using safety hypodermic needle 306616 and noticing that they can draw up solution but cannot expel the solution.

Event description:
It was reported that during use with mckesson prevent® sg glide safety hypodermic needles the needle was clogged. The following information was provided by the initial reporter: caller states a customer is using safety hypodermic needle 306616 and noticing that they can draw up solution but cannot expel the solution.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.